Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2016 and suture was used. During the procedure, the needle pulled off from the suture. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
A needle was returned and still had an attached piece of suture. Also, pieces of suture were returned and it was observed that one suture was damaged (split) and 2 sutures the end of the suture was damaged (cut) likely by use of the needle holder. Also, suture was returned and the end of the suture was damaged (cut) likely by use of the needle holder. According to the sample condition, it suggests an improper handling of the sample. Also, a needle/suture piece was returned for evaluation. During visual inspection it was observed that the needle was attached to the suture. The swage area of the needle suture was examined and no attachment defects were noted. No needle pull was found. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed due to the exposure to the environment.